Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-01255. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.